Event description:
Report 1 of 3 received of tubing separation. The customer reported that a home health patient was receiving morphine subcutaneously. The pump was programmed with an unspecified concentration of morphine in the pca plus continuous mode at a rate of 16 mg/hr, 10 mg pca bolus dose with a 10 minute patient lockout, container volume unspecified. The patient noticed leakage of fluid approximately 1.5 hours after the infusion was begun, the patient noticed that the tubing had separated from the filter at the distal end of the filter. The infusion was stopped at that time. The home health agency was called and a nurse made a home visit. The tubing was reconnected at the separation point and taped and the therapy was re-initiated. The customer reports no adverse patient event. Additional information was requested, but no further information was provided.